Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. The device had cracked battery tube threads, minor scratches on the lcd window, and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call, the insulin pump alarmed button error. She removed the battery, reinserted it, and it continues to alarm button error. Customer is unable to clear the alarm. Her blood glucose was 62 mg/dl. She didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.